Event description:
The facility stated that the silicone lens model aa4203tl was defective. It was indicated that the lens had a cloudy substance on it. The lens was implanted and removed due to the white substance on the lens. The facility stated there was no patient injury. The model and lot numbers of the cartridge and injector are unknown.